Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Device not returned. Eval summary: as a lot number was not rec'd, a device history review could not be performed.

Event description:
It was reported that during a lobectomy procedure, when the device was fired at the pulmonary vein at the first firing, rasping sound was heard. It was found that the staples were not formed properly after the device was released. Reinforcement material was not used. Another device was used to complete the procedure. There were no adverse consequences for the pt. No device will be returning.